Manufacturer narrative:
Concomitant medical products: 6721m-50 lead, implanted: (B)(6) 2013. 4968-60 lead, implanted: (B)(6) 2013. 4968-35 lead, implanted: (B)(6) 2013. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert triggered due to high impedance on the defibrillation and superior vena cava (svc) coils of the right ventricular (rv) lead. The impedance trends had risen. There was also high and rising impedance noted on the right atrial (ra) lead. The leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.